Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Added information to b5, b7, h6. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including cad and hld.

Event description:
It was learned from the implant patient registry and investigation that a model 3300tfx 23mm aortic valve was explanted after an implant duration of 2 years, 5 months due to severe aortic insufficiency. The replacement valve was a 23mm 11500a aortic valve. Per medical records the patient presented sob and in heart failure, diagnosed with mssa bacteremia, aki, pneumonia, moderate to severe ar, treated with antibiotics and underwent teeth extraction due to periapical infection. Six days after admission the patient underwent redo (3rd) avr. It was noted there were multiple perforations of the explanted 23mm 3300tfx aortic valve leaflets, it was noted that it was not clear if the leaflet holes were caused by infection or possibly from the corknot. The valve was sent to pathology for culture. Final results no afb, fungal elements or mycobacterium. A post op tee showed preserved lv and rv functioning with a normal functioning aortic valve prosthesis. The patient was discharged on pod #12.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was learned from the implant patient registry and investigation that a model 3300tfx 23mm aortic valve was explanted after an implant duration of 2 years, 5 months due to regurgitation. Patient presented with heart failure and shortness of breath. The explanted device was replaced with a 23mm 11500a aortic valve. The patient was in recovery (ICU) at the end of the procedure.

Event description:
It was learned from the implant patient registry that a model 3300tfx 23mm aortic valve was explanted after an implant duration of 2 years, 5 months due to unknown reasons. A replacement device was not mentioned.edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.